Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc determined that the user expressed the blinking front panel as intermittent on/off of the device. Omsc concluded that dust accumulated inside the device because the user used the device in a dusty environment and did not clean the ventilation grills. And there is possibility that this interfered with the operation of the internal illumination turret and mechanism parts of the dimming mesh turret, an error was detected, and caused the front panel to blink. The instruction manual provides preventive measures against the reported dust buildup. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following: all leds on the control panel of the device was blinked, after turning on the power. There was evidence that output socket was heavily used. Dust had accumulated inside the device. Dust inside the device may have prevented mechanical parts from moving, resulting in an error. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the device intermittently turned on and off by itself. There was no report of patient injury associated with the event.